Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the wire cutter fractured during a procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The smith wire cutter str 16cm tc (part# 51-0928, lot# 030316b16) was visually evaluated. The cutter was in good overall condition with some minor cosmetic damage on the serrated cutting blades. The tip is clearly fractured on one of the two blades. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force applied while attempting to cut wire on the tips of the cutter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: ethnicity, date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, method code , results code and conclusions code, h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.